Event description:
It was reported that this pacemaker exhibited increase in power consumption. Engineering analysis determined that the device power consumption is expected to continue to increase. Hence, a device replacement is suggested. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited an increase in power consumption. Engineering analysis determined that the device power consumption was expected to continue to increase. Hence, a device replacement was suggested. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.